Event description:
On (B)(6) 2013, the reporter contacted animas stating that the patient's blood glucose (bg) had been erratic due to the patient mixing up the am and pm settings on the pump when he updated the time for daylight savings time. The patient's bg reportedly went as high as 300mg/dl and as low as 40mg/dl, with the same symptom of lightheadedness for both high and low bg. The reporter confirmed that the time and date settings hold appropriately with battery changes. The patient reportedly treated high bgs with a correction bolus and low bgs with juice or sugar tablets. The reported bg elevation does not meet criteria for a serious injury. This complaint is being reported because the patient allegedly experienced hypoglycemia while on insulin pump therapy due to use error.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1: date of submission 06/06/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/23/2016 with the following findings: the black box data began on (B)(6) 2016; the data from the time of the alleged incident was unavailable for review due to continued pump use. A review of the current total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. A time-keeping accuracy test was performed and the pump was found to be keeping time accurately. Unrelated to the original complaint, investigation revealed the following: a review of the current black box indicated a time/date reset had occurred after a reboot on (B)(6) 2016; the display was discolored and the battery compartment was cracked. Additionally, evaluation revealed the internal clock battery on the pcb had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.